Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the hemopro cutting device did not shut down activation when the toggle was released. It continued to activate. The harvester quickly disconnected the device. A new hemopro device was connected to the same extension cable for case completion. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.